Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the ipg site due to its size. Surgical intervention was undertaken during which the ipg was replaced and relocated. Stimulation was restored following the procedure.